Manufacturer narrative:
Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-a facility representative reported that following an implantable collamer lens (icl). Implantation procedure, the patient experienced a lens rotation. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. D6a- (B)(6) 2024. D6b- (B)(6) 2024. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).